Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they are having issues charging the ins and the ins is depleting much faster than what they were told. Pt states they charged the implant on sunday to 100% and by tuesday the battery level of the ins was 30%. Pt then charged it to 100%. Pt states it was fully depleted by yesterday. Pt states they were trying to charge the ins from 8pm to 1am and pt states the handset would be showing charging excellent and then the wireless recharger (wr) would lose the connection and pt would have to stand up to get the wr to reconnect and then they were only able to get it to show good. Pt states around 1am the handset was showing error code 1719. Agent consulted with technical services (tss) and reviewed code. While on the call, pt was able to start a charging session and was charging excellent and without the pt moving the handset went from excellent to good. Agent had pt reset the wr and pt is currently charging at excellent. Patient is not sure why it is taking so long to charge the implant and why they are having to charge the ins so frequently. Agent reviewed and redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.